Manufacturer narrative:
Eval, conclusion: no eval will be performed. Method: no device sample or lot number available. Manufacturer not able to investigate complaint. Root cause unk. If additional info or sample is received, complaint will be re-opened and a follow-up report will be submitted.

Event description:
The event is reported as: the pt had a catheter inserted on (B)(6) 2011 which leaked and it fell out. When the staff checked the catheter it had an elongated split along the balloon. They replaced it and on (B)(6) 2011 the second one leaked and fell out also. It too had a split on the balloon. A third one was inserted with no further issues. This complaint is in reference to the second catheter inserted. No pt injuries reported.